Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor, no delivery and motor tests. No motor error alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was inspected and it locked properly. The insulin pump had a cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip. The insulin pump had bleeding on lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 177 mg/dl. The customer stated the insulin pump was exposed to a strong magnetic field. The customer was able to rewind the pump. However, the customer states the keypad was slow to respond. Troubleshooting was not able resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.